Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient (pt) reported kinda as soon as they got their implantable neurostimulator (ins) they noticed the recharger paddle getting hot while attempting to charge the implantable neurostimulator (ins). Patient added that for the past month it has been taking a very long time to charge the implant. Patient stated the last time they attempted to charge the controller battery drained from 100% to 20% and the implant did not charge at all. Patient reported no visible damage to the recharger or controller port. Agent sent a request to repair for replacement recharger.

Manufacturer narrative:
97755-s, sn: (B)(6), returned for product analysis. Analysis found no device found and never got hot even after 10 minutes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.